Event description:
Pt reported experiencing high blood glucose levels (400's and 500's [mg/dl]and hi) in 2004. Pt alleged that device was at fault for high blood glucose. Pt switched to back-up device, and blood glucose was ok. Treatment received, if any, was not specified.